Event description:
It was reported that during follow-up in clinic, lead dislodgement was observed. Inappropriate pacing was also noted due to oversensing. The lead was repositioned on (B)(6) 2017 and the issue was resolved. Patient is in stable condition.